Event description:
It was reported that a pt underwent a kyphoplasty procedure at levels t12-l1. The bilateral balloon inflation at t12 occurred without incident. As the physician introduced and inflated the balloons to l1 bilaterally, the pt was gradually desaturating until she became bradycardic and then hypotensive. The physician was able to regain blood-oxygen saturation to 100% via bag-mask ventilation, however, the pt's cardiac function continued to deteriorate and she went into pulseless electrical activity, despite the presence of a pacemaker. The cannulas were removed at this point, and the pt was placed on her back and aggressive resuscitation methods were employed. The pt expired. It was noted that bone cement was not delivered. Monitored anesthesia care was used for this procedure because, of the pt's significantly compromised cardiac function. No additional info was reported.

Manufacturer narrative:
Device not returned; followed up with company rep.